Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency department with bradycardia. Upon review, the pacemaker could not be interrogated and was not pacing. Premature battery depletion was suspected. The patient condition was unknown. No addition information was reported.